Event description:
The hcp reported the pt had a pump replacement done and was sent home. The concentration of the lioresal was not changed- 2000mcg/ml. The next day, the pt was admitted to the intensive care unit and placed on a ventilator.